Event description:
The customer contact reported inaccurate delivery. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "line b is not giving the medication properly." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump passed testing for delivery accuracy. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.